Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 280 mg/dl to over 400 mg/dl with moderate-to-large ketone levels. A manual insulin injection was used to address elevated bg in addition to bolus from the pump. Customer was using fiasp insulin. Tandem technical support educated customer regarding insulin labeling. Reportedly, the infusion set supplies were changed to address the issue and insulin delivery was resumed.